Event description:
Went to have the essure product implanted. The device malfunctioned when the doctor was putting it in and the device would not fully release the essure coil. As the doctor retracted the camera that implants the device, the coil came out 1/2 way with the camera. I then had to wait a full week to get in to the outpatient operating room where the doctor had to remove the device with a histoscopy. During the week prior to the removal I was having continued sharp pain in my abdomen and uterine area and continued heavy vaginal bleeding. The device was found in my uterus not in my tube. I now have minor scarring in my uterus and in my one tube that it was implanted in.